Event description:
Delay in reporting event is related to risk management notification of ruptured breast implant did not occur until (B)(6) 2012. Reporting now for quality assurance. In reviewing the chart pt had been diagnosed with breast in 1999. She went through expanders with fluid added on several occasions, chemotherapy and radiation in the past with other physicians. It is dictated in the h&p that pt states "she had no idea of what the final volume was and she says that she had no unusual experiences until about 2 weeks ago when she noticed sudden loss of volume in that right breast." Surgery was performed and found a ruptured mentor spectrum implant and it was essentially completely deflated." Pt was discharged home the same day of surgery and has not returned for any inpatient care noted as of (B)(6) 2012.